Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure staple line was incomplete after stapler fired. Doctor used suture reinforcement to complete the case. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2020. D4: batch # t5cp29. Device analysis: the analysis results showed that the tx30b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete and the staples met the staple form release criteria a manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.